Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon investigation, it was noted that the blade had a nick consistent with exposure to the field, and did not operate freely due to contaminants that were present on the entire blade and tip of the device. The device passed the shaft insulation test but did not pass the internal insulation test. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that two devices would not seal vessels during a total laparoscopic vaginal hysterectomy. An end tone was heard indicating that the vessels were sealed. No error tone was heard. The patient experienced increased bleeding due to delayed procedure. The procedure was completed successfully with another device. No injury was reported. This report is being filed for the second device. See MFR report number: 2134070-2013-00126 regarding the other device.